Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting. Review of the device memory also noted oversensing of noise causing pacing inhibition on the right ventricular channel. No changes have been made and the pacemaker remains in service. No adverse patient effects were reported.